Event description:
Complainant alleged that while performing 200j self test during a routine shift check by a clinician the device displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
In section "f10" an appropriate device failure code could not be located. Error message code "error 70" indicates a possible protect relay failure.